Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/19/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/03/2014 with the following findings: a review of the pump¿s history showed an unacknowledged replace cartridge alarm at 03:44 on 01/12/2014. This unacknowledged alarm caused the pump to reboot at 07:22 and 08:23 on 01/12/2014. A visual inspection of the pump showed that the battery compartment and cap were undamaged with no evidence of moisture damage. The battery cap was able to be fully fastened on to the pump and loosened by one half a turn with no power loss. The pump was exercised for 24 hours with no power loss or battery related warnings. The pump cover was removed and no evidence of moisture contamination or moisture damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.